Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm near commissure 2, and leaflets 2 and 3 by 3mm near commissure 3 at the outflow aspect. Vegetation was observed on the leaflets, causing them to become thickened. Vegetation between leaflets 1 and 3 interfered with proper coaptation of the leaflets. In addition host tissue caused leaflet 2 to be rolled towards the outflow aspect. Leaflet interference and rolled leaflet created a gap in the central coaptation region. Leaflet 3 had a 6mm tear near commissure 1. The sewing ring was cut out around leaflets 2 and 3. The wireform was exposed near leaflet 2 at the outflow aspect, and near commissure 3 at the inflow aspect. Fragments of vegetation were also returned with the valve. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of thickened leaflets and stenosis was confirmed. Report of regurgitation was visually confirmed due to gap in central coaptation region. Report of calcification was not confirmed. Host tissue and vegetation restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received the cause remains indeterminable; however, patient factors likely contributed to the event.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. At this time, a definitive root cause cannot be determined. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient was indicated for surgical treatment due to moderate-severe mitral stenosis status post mitral valve replacement (mvr) with a 27mm edwards valve. The implant duration of the subject valve was one year and five months. The patient was admitted to the hospital due to heart failure and echo revealed mitral stenosis and valve was not closing properly. It was reported that an echo was performed at implant during the mvr procedure and one month post-procedure, and showed mitral valve functioned properly.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon evaluation completion.

Event description:
Edwards received additional information through follow-up with the health care provider that 27 mm pericardial mitral valve was explanted due to calcification, thickened leaflets, stiffness, severe mitral stenosis, and severe regurgitation as the valve cannot close properly after an implant duration of one (1) year and (6) months. Per additional medical records, the patient presented to the hospital after 20 days of chest congestion, shortness of breath, with cough, and expectoration of white sputum after getting tired. The patient was diagnosed with pulmonary infection, cardiac insufficiency, insufficiency of tricuspid valve, severe pulmonary hypertension, and left atrial thrombus. Intra operatively, the leaflets of the bioprosthetic mitral valve showed thickening, stiffness, calcification, and the borders showed adhesion and fusion, with severe stenosis complicated with severe regurgitation. The left auricle and atrium both showed thrombus, about 40g. The tricuspid valve could accommodate two fingers and a half, with mild regurgitation. The mitral valve was replaced and tee showed the leaflet activity of bioprosthetic mitral valve was good, without perivalvular leakage. After the surgery, the patient was noted to be hospitalized in critical condition.